Event description:
Patient experienced a burn on left forearm during an MRI study.

Manufacturer narrative:
Technologist performed a "triple study with and without contrast spine exam" . Patient extremities covered prior to start of exam attempting to prevent contact with bore. Patient complained of arm discomfort. Scan paused and additional padding was placed between patient arm and magnet bore. Tech selected "low sar" from remaining sequences and allowed additional pause times between the remaining parts of the study. The radiologist examined patient post study and advised of proper treatment. The radiology nurse did a follow up call with patient on (B)(6) 2022 and patient stated "he was fine and treated area with aloe vera when he arrived home from scan."

Manufacturer narrative:
As a result of the investigation the manufacturer determined there was no problem with the device or rf coils. The customer has been using the coils without any problems since then. The distance between the inner wall of the bore and the patient's skin was not sufficient resulting in burns due to electric field concentration.